Event description:
During a snare polypectomy on (B)(6) 2015, (using an olympus gif h180j endoscope) six endoclips were deployed on the gastric wall of the patient. A seventh endoclip did not hold, fell into the gastric fluids and was lost from the field of view. Without the knowledge of the procedural team (physician, rn, and technician) the endoclip was aspirated into endoscope. There are no warnings provided with the endoscope that identify endoclip aspiration into the endoscope as a possibility. The endoclip became lodged into the suction channel of the endoscope (proximal to the biopsy port). Pre-cleaning of the endoscope was performed per olympus recommendations and the endoscope was manually cleaned with olympus brushes underwent high-level disinfection using an aer. The endoscope was used on another patient several days later. During this procedure five biopsies were taken without difficulty. No endoclips were used. During the manual cleaning, the retained endoclip was dislodged and retrieved from the distal end of the endoscope. During examination of an identical endoscope using the same type of endoclip and cleaning brush, it was found that the lodging of an endoclip in the endoscope could easily be replicated. Using a fiber-optic scope, it was observed that the cleaning brush passed over the endoclip without dislodging it. Olympus is clearly aware of this potential and provides specific instructions in the IFU's for the hx-202ur endoclip (on page 12 of the IFU). There are no warnings of indications of the possibility of endoclip aspiration into the endoscope or of the possibility it could become lodged in either the olympus's operator manual or the olympus cleaning manual. It is felt that the instructions for all olympus channeled endoscopes should include a warning about the possibility of endoclip aspiration. In addition the specific instruction on removal of a retained endoclip should be included in the cleaning instruction for all channeled endoscopes. It is also felt the widening of the suction channel makes cleaning (brushing) this portion of the endoscope less effective and is therefore a design flaw. Date of use: (B)(6) 2015.